Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a whole box of cartridge gave the customer "problems". Reportedly, the customer was unable to provide any information on the "problems' and declined troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose level.